Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as it remains in the pt. A lot history review (lhr) of revb0768 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt was receive a PICC when a reaction was experienced. The pt felt shortness of breath, diaphoretic, nauseated (vomited) and experienced severe back pain and leg spasms. Pt's pulse was also low. Additional information: symptoms began as soon as PICC had been inserted and lasted for approximately 10 minutes. Dressing had not yet been applied. PICC was flushed really well before insertion. Flushed again after wire removal.